Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check the right atrial (ra) lead exhibited short episodes of noise. The ra lead remains in use, patient to be monitored during follow up visits. Approximately two months later, during follow up visit noise episodes noted again. The ra lead remains in use, patient to be monitored during follow up visits. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval network clinical surveillance product surveillance registry.

Manufacturer narrative:
Correction: initial event aware date changed from 2016-11-25 to 2016-11-23. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the ra lead was explanted and replaced.

Event description:
It was reported that during follow up check the ventricular lead exhibited short episodes of noise. The ventricular lead remains in use, patient to be monitored during follow up visits. Approximately two months later, during follow up visit noise episodes noted again. The ventricular lead remains in use, patient to be monitored during follow up visits. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.